Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The receiver module was damaged and the front panel was cracked. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the failure in the receiver module most likely resulted in no image being discharged or the color bars to be displayed as a result of the poor recognition of the camera head. However, it is unknown how the module became damaged. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, when connecting the visera 4k uhd camera control unit prior to an unknown diagnostic procedure, the screen was black. If the device is turned off and on or is rebooted, the color bar screen is displayed instead. The procedure was completed with a similar device and there was no delay in the procedure. There were no reports of patient harm associated with this event.